Event description:
Note: event date is unk. On may 22, 2008, a boston scientific employee became aware of a clinical study article, "wallflex colonic stent placement for mgmt of malignant colonic obstruction: a prospective study at two centers", published in gastrointestinal endoscopy 67:2008, pp77-84 (see attached). The study evaluated the effectiveness and safety of the wallflex stent in treating malignant colon obstruction. The following info was derived from this article: pts in the bridge-to-surgery group experienced postoperative complication of pulmonary embolism. The pt was admitted to the intensive care unit and received medical therapy. After 3 weeks, the pt was discharged.

Manufacturer narrative:
The device MFR date is unk since the upn and lot number were not ascertainable from the complainant. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008 15-month wallflex enteral colonic stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.